Event description:
It was reported that the patient presented to the emergency department with shortness of breath. Upon interrogation, the right ventricular lead exhibited low impedance and noise. MRI was performed and revealed lead perforation. The lead was explanted and replaced. The patient was fine.

Manufacturer narrative:
(B)(4)